Manufacturer narrative:
The reported failure of a ventilator service required alarm indicating that the device software detected a large pressure drop between the monitor and outlet pressure sensors is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received a customer report indicating that a "ventilator service required" alarm occurred on a trilogy evo ventilator. The device was replaced. There was no serious patient harm or injury that occurred or was reported. The ventilator was returned to the manufacturer for evaluation. The reported issue was not reproduced during testing; however, the relevant error code was identified in the device logs. The device log files were successfully downloaded and reviewed. A " ventilator service required" alarm was identified indicating that the device software detected a large pressure drop between the monitor and outlet pressure sensors. No abnormalities were observed during visual inspection, disassembly, or functional testing. As a precautionary measure, the system printed circuit assembly (pca) and flow sensor, which were suspected to have contributed to the condition, were replaced. The manufacturer¿s service technician completed final and run-in testing, including battery and valve checks, and performed cleaning. The device was confirmed to be operating properly.